Event description:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6)2023 due to screw breakage, non-union and bunion recurrence. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6)2023 due to screw breakage, non-union, and bunion recurrence. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, per the surgeon, the initial placement of the device and the patient's age could have contributed to what the patient experienced. The company will supplement this MDR as necessary and appropriate.